Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the spleen. A 10.0 x 80, 135cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 10-20 atmospheres for a few seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.